Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the capture threshold had increased and the sensing threshold had decreased. The lead was found to be dislodged. The physician elected to add a sense/pace lead and not reposition the chronic lead. The defib portion remains active.